Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other device involved in the event is:model: fa-77450-12 / lot: not reported / dom: n/a / exp: n/a.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information received from the (B)(6) clinical database.treatment of a left unruptured ica (internal carotid artery) sidewall aneurysm measuring 10mm x 7mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2011 involving two telescoping pipelines. An angiogram on (B)(6) 2012 showed that an intimal hyperplasia had developed along the pipelines with a mild narrowing of the parent artery (40% stenosis).it was reported that the patient's condition resolved on (B)(6) 2012.